Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during an unspecified step of peritoneal dialysis therapy. The patient was connected. The patient reported replacing the solution bag with a new bag in an attempt to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the homechoice was identified. As the homechoice was not returned and the serial number was not provided, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.